Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation :- fallopian tubes') and device expulsion ('expulsion/migration of essure device') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included perineal pain and hemoperitoneum. Concomitant products included aripiprazole (abilify) since (B)(6) 2009, caffeine;paracetamol (excedrin) since 2010, ibuprofen (motrin) since 2008 and sertraline hydrochloride (zoloft) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower ("pain: lower abdominal region"). On (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmennorhea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 3 days after insertion of essure. In (B)(6) 2008, the patient experienced fatigue ("fatigue,") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("psych injury/ depression") and mood swings ("mood swings"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced fungal infection ("yeast infection"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced rash papular ("rash/skin condition/rashes or skin conditions type: bumps") and genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2018, the patient experienced ovarian cyst ("tumor/teratoma /cancer type: ovarian cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain /chronic"), hypersensitivity ("hypersensitivity"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), abdominal pain ("abdominal pain") and headache ("headaches,") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal and ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, weight increased, pelvic pain, menorrhagia, allergy to metals, rash papular, hypersensitivity, female sexual dysfunction, depression, dysmenorrhoea, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, abdominal pain, hormone level abnormal, headache, vaginal haemorrhage, dyspareunia, ovarian cyst, migraine, abdominal pain lower, mood swings and fungal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, rash papular, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure removal not planned as the patient is unable to afford surgery. Discrepancy noted as essure insertion date : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: results of confirmation test:- migration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation :- fallopian tubes') and device expulsion ('expulsion/migration of essure device') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included perineal pain, hemoperitoneum and leiomyoma nos. Concomitant products included aripiprazole (abilify) since (B)(6) 2009, caffeine;paracetamol (excedrin) since 2010, ibuprofen (motrin) since 2008 and sertraline hydrochloride (zoloft) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower ("pain: lower abdominal region"). On (B)(6) 2008, the patient experienced heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmennorhea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 3 days after insertion of essure. In (B)(6) 2008, the patient experienced fatigue ("fatigue,") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("psych injury/ depression") and mood swings ("mood swings"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced fungal infection ("yeast infection"). In july 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced rash papular ("rash/skin condition/rashes or skin conditions type: bumps") and genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2018, the patient experienced ovarian cyst ("tumor/teratoma /cancer type: ovarian cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain /chronic"), hypersensitivity ("hypersensitivity"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), abdominal pain ("abdominal pain") and headache ("headaches,") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ovarian cystectomy and supracervical hysterectomy bilateral salpingectomy and left oophorectomy removal of stents). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, device expulsion, weight increased, pelvic pain, heavy menstrual bleeding, allergy to metals, rash papular, hypersensitivity, female sexual dysfunction, depression, dysmenorrhoea, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, abdominal pain, hormone level abnormal, headache, vaginal haemorrhage, dyspareunia, ovarian cyst, migraine, abdominal pain lower, mood swings and fungal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, migraine, mood swings, ovarian cyst, pelvic pain, rash papular, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure removal not planned as the patient is unable to afford surgery. Discrepancy noted as essure insertion date : (B)(6) 2008. Discrepancy noted as essure removal date (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: results of confirmation test:- migration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-oct-2021: medical record received. Reporter, essure removal surgery details were added. Removal date was updated. Reporter causality updated. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation :- fallopian tubes') and device expulsion ('expulsion/migration of essure device') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included perineal pain and hemoperitoneum. Concomitant products included aripiprazole (abilify) since (B)(6) 2009, caffeine;paracetamol (excedrin) since 2010, ibuprofen (motrin) since 2008 and sertraline hydrochloride (zoloft) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower ("pain: lower abdominal region"). On (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmennorhea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 3 days after insertion of essure. In (B)(6) 2008, the patient experienced fatigue ("fatigue,") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("psych injury/ depression") and mood swings ("mood swings"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced fungal infection ("yeast infection"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced rash papular ("rash/skin condition/rashes or skin conditions type: bumps") and genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2018, the patient experienced ovarian cyst ("tumor/teratoma /cancer type: ovarian cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain /chronic"), hypersensitivity ("hypersensitivity"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), abdominal pain ("abdominal pain") and headache ("headaches,") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal and ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, weight increased, pelvic pain, menorrhagia, allergy to metals, rash papular, hypersensitivity, female sexual dysfunction, depression, dysmenorrhoea, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, abdominal pain, hormone level abnormal, headache, vaginal haemorrhage, dyspareunia, ovarian cyst, migraine, abdominal pain lower, mood swings and fungal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, rash papular, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure removal not planned as the patient is unable to afford surgery. Discrepancy noted as essure insertion date : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: results of confirmation test:- migration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 11-sep-2020: pfs received new reporter information was added. Removal date was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation :- fallopian tubes'), device expulsion ('expulsion/migration of essure device') and genital haemorrhage ('abnormal bleeding (general)') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included perineal pain and hemoperitoneum. Concomitant products included aripiprazole (abilify) since january 2009, caffeine;paracetamol (excedrin) since 2010, ibuprofen (motrin) since 2008 and sertraline hydrochloride (zoloft) since january 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower ("pain: lower abdominal region"). On (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmennorhea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 3 days after insertion of essure. In (B)(6) 2008, the patient experienced fatigue ("fatigue,") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("psych injury/ depression") and mood swings ("mood swings"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced fungal infection ("yeast infection"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced rash papular ("rash/skin condition/rashes or skin conditions type: bumps") and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain /chronic"), hypersensitivity ("hypersensitivity"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), abdominal pain ("abdominal pain"), headache ("headaches,") and ovarian cyst ("tumor/teratoma /cancer type: ovarian cyst") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion, weight increased, pelvic pain, menorrhagia, allergy to metals, rash papular, hypersensitivity, female sexual dysfunction, depression, dysmenorrhoea, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, abdominal pain, hormone level abnormal, headache, vaginal haemorrhage, dyspareunia, ovarian cyst, migraine, abdominal pain lower, mood swings and fungal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, rash papular, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure removal not planned as the patient is unable to afford surgery. Discrepancy noted as essure insertion date : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: results of confirmation test:- migration. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs and mr received. New events added: abnormal bleeding (vaginal), abnormal bleeding (general), ovarian cyst, dyspareunia, migraines / headaches, lower abdominal pain , mood swings, yeast infection, plaintiff did not undergo essure confirmation test. Outcome of the previously added event rash/skin condition was updated to rashes or skin conditions type: bumps. Concomitant drugs, concomitant conditions, reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device expulsion ("expulsion"), pelvic pain ("pelvic pain /chronic"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), abdominal pain ("abdominal pain") and headache ("headaches,") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion, weight increased, pelvic pain, menorrhagia, allergy to metals, dermatitis allergic, hypersensitivity, female sexual dysfunction, psychological trauma, dysmenorrhoea, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, abdominal pain, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, dermatitis allergic, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: essure removal not planned as the patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: results of confirmation test: migration. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, psychological trauma, device expulsion, dysmenorrhea (cramping), apareunia, menorrhagia, nickel allergy, allergic rash, hypersensitivity, fallopian tubes perforation, urinary problems, vaginal infection, vaginal discharge, fatigue, gi conditions, hormonal changes, headaches, weight gain. Patient demographic added, essure insertion date updated, essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.